Manufacturer narrative:
A specific root cause was not identified. The customer does not perform calibration according to manufacturer recommendation. No quality control results were provided from the day of the event to assess a possible reagent issue. The times were not visible on the alarm trace provided by the customer, therefore, an analysis of that data related to the event was not possible.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned thyroid results for 1 patient who had undergone surgery for removing part of her thyroid gland. The patient was tested for elecsys t3 (t3), elecsys t4 assay (t4) and elecsys tsh assay (tsh) on a cobas e 411 immunoassay analyzer. Based on the data provided, the erroneous tsh results were not detectable to the user. The erroneous results were not reported outside of the laboratory. The initial tsh result from the e411 analyzer was 0.879 uiu/ml. The sample was repeated by the vidas method and the result was 1.91 uiu/ml. There was no allegation that an adverse event occurred. The e411 analyzer serial number was (B)(4).